Event description:
Additional information was provided that this device was kept by the hospital's pathology department and will not be returned for analysis.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited a charge time (CT) of 25.3 seconds, and it was questioned if this was too long. A longevity estimate was requested, and it was also questioned if the device belonged to any advisories. Boston scientific technical services (ts) discussed the shortened replacement window (4/05/2007) advisory, but that there was no evidence the device was showing advisory behavior at that time. Additional information was provided that the CT gradually increased, and the device reached elective replacement indicator (eri) due to a CT of greater than 28 seconds. Ts was consulted, and they recommended replacement due to eri. No adverse patient effects were reported.

Event description:
Additional information was provided that the device was later explanted due to normal battery depletion. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.